Manufacturer narrative:
(B)(4). (B)(4).

Event description:
It was reported that the receiver is not giving any notifications of the high and low preferred settings occurred. No product or data was provided for evaluation. Confirmation of the allegation and a root/probable cause could not be determined. No injury or medical intervention was reported.